Manufacturer narrative:
The DHR was reviewed for the involved devices and no discrepancies were observed.

Event description:
It was reported that the sacrum screws have broken post transforaminal lumbar interbody fusion at l4-5 and l5-s1. The screws remain implanted.